Event description:
WRITER NOTED BLOOD LEAKING OUT OF SAFETY MECHANISM ON ARTERIAL NEEDLE WHILE PATIENT ON HD. POST HD WRITER UNABLE TO ENGAGE SAFETY MECHANISM TO REMOVE NEEDLE FROM PATIENT ARM AS THE BLOOD HAD DRIED MAKING THE SAFETY MECHANISM UNABLE TO ENGAGE WHEN ATTEMPTING TO REMOVE NEEDLE. NEEDLE REMOVED CAREFULLY FROM PATIENT AND WRITER WAS ABLE TO FORCEFULLY RETRACT NEEDLE WITH SAFETY MECHANISM. NO ADDITIONAL INFORMATION PROVIDED.

Event description:
Writer noted blood leaking out of safety mechanism on arterial needle while patient on HD. Post HD writer unable to engage safety mechanism to remove needle from patient arm as the blood had dried making the safety mechanism unable to engage when attempting to remove needle. Needle removed carefully from patient and writer was able to forcefully retract needle with safety mechanism. No additional information provided.